Event description:
This patient reported hearing sounds as "soft" with her cochlear implant. She also reported swelling over the implant area in 2006 when temperatures exceed 100 degrees f. Intergrity testing performed in 2006 revealed 14 open circuited electrodes. Teh surgeon explained the device in 2006 and reimplanted the patient with a new device during the surgery.